Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified IV solution. After an unspecified length of time in use, the nurse noted leakage of IV solution and blood at the connection of the tubing set and the catheter. The amount of blood loss was unspecified. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.